Event description:
Complaint description: a bronchoscopy procedure was performed to evaluate a patient's acute respiratory distress syndrome. The hosp doctor reported that during the procedure, he angulated the scope very forcefully. As a result, the scope locked in a bent position while it was still inserted in an endo tracheal ("et") tube in the patient. In order to remove the scope from the patient, the doctor removed the endo tracheal tube with the scope stuck inside. When the et was removed, the patient's oxygen saturation levels dropped to the 50% - 60% range. When the patient was quickly re-intubated with a new et tube and 100% oxygen was used to elevate the patient's oxygen level, saturation levels returned to the 90% range which was described as normal. The patient was re-intubated with the tube because the tube was being used as a respiratory aide. Prior to the procedure, the patient was on a ventilator because he/she had been in respiratory distress. The scope was not reintroduced since the procedure had been completed. According to the nurse, the patient did not appear to suffer any complications and a portable chest x-ray confirmed that no changes had occurred. The patient remained in the hosp but the extended stay had been scheduled prior to the occurrence. The patient has since been discharged.